Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted the mesh was noted to be densely adherent to the bowel. The adhesions were so severe that portions of the bowel had to be removed along with the mesh. It was reported that the patient experienced severe pain, extensive adhesions, infection, small bowel resection, abdominal wall abscess, chills, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.